Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed a thought case for venous access during implant. Immediately after implant, the field representative reported that rv pace sense impedance was out of range (oor). The patient was hospitalized for a pneumothorax over the weekend after implant. The exact dates of admission are unknown. Then in a subsequent consult transmission the impedance was normal again. In a clinic eval for wound check, it was noted that the rv pace sense impedance had been high oor again for several days. There is no reprogramming around this and cannot ensure integrity of the system if a shock is needed. There were not noise episodes recorded, maybe ruling out conductor fracture, but there was a signal artifact monitoring (sam) recorded. Various procedures and follow ups were suggested in order to determine the origin of the rv lead issues that remain in service at this time. No additional adverse patient effects were reported.